Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). The rep was notified via email from the doctor stating that the patient was having difficulty turning their left ins on. The doctor tried to troubleshoot over the phone with the patient but was unable to resolve the issue. Doctor asked the rep to call the patient but the rep has been unsuccessful after 4 attempts to reach the patient. The rep left a voice message for the patient to contact patient services. No known factors that may have led to or contributed to the issue were reported. The issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of difficulty turning the left ins on was not determined. However the controller finally worked and turned it on, and the issue was resolved